Manufacturer narrative:
(B)(4)

Event description:
The customer reports: the defective catheter was implanted in (B)(6) 2017. From that time the patient was dialyzed 4 times a week. On (B)(6) 2018, the dialysis nurse noticed a catheter rupture near the closure place. A medical intervention was required during the catheter replacement. The operation took place in the or, short intravenous anesthesia was administered. During the replacement of the catheter there was massive bleeding. It required transfusion of kkcz 2/unit.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis catheter for evaluation. The returned catheter body was separated in two pieces. Visual examination revealed the blue venous luer hub was cracked and the threaded part of the hub was broken off. The point of separation was rough and jagged. No other anomalies were found with the catheter. The returned catheter body was returned in two pieces, one measuring 136 mm and the other measuring 127 mm, indicating the entire catheter body was returned. The catheter was functionally tested by injecting water into both extension lines using a lab inventory syringe. Water exited the distal end as expected, no leaks were observed. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The reported complaint of rupture near closure was confirmed by complaint investigation. The blue luer hub was cracked and separated. The point of separation indicates the hub was overtightened, thus causing the threads to be broken off. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the defective catheter was implanted in (B)(6) 2017. From that time the patient was dialyzed 4 times a week. On (B)(6) 2018, the dialysis nurse noticed a catheter rupture near the closure place. A medical intervention was required during the catheter replacement. The operation took place in the or, short intravenous anesthesia was administered. During the replacement of the catheter there was massive bleeding. It required transfusion of kkcz 2/unit.